Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: supplier: (B)(4) ¿ manufacturing date: june 2, 2010. A review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A non-conformance report (ncr) was issued for potential undersize subcomponents based on findings on wip lots. Based on an evaluation of the data, as well as the intended uses of the devices, there was no safety or functional concerns with devices assembled with the out-of-specification components. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that the tip of a depth gauge broke off during a surgical procedure on (B)(6) 2016. There were no reported fragments retained in the patient. The procedure was completed with no reported delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) depth gauge for 2.0mm and 2.4mm screws (part: 319.006 / lot: 6399166) was returned for investigation. The device was received in multiple pieces with the silver hooked needle broken off of the graduated body. Additionally, the slider is loose in the hollow body. The handle has various marks and scratches, but the laser marking on the shaft is clearly visible. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. There is a protection sleeve to protect the needle during transport and the body that slides on the measuring portion adds additional protection to the needle attachment during use. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing/dropping heavy instruments on top of the device during the sterilization process. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. This particular depth gauge is part of at least 14 technique guides including the 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. The relevant drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard, which is an appropriate material for an instrument component of this type. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. The condition of the depth gauge is consistent with the result of a bending force applied to the needle portion of the depth gauge that is beyond the yield limit of the material. No new, unique, or different patient harms were identified as a result of this investigation. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.